Event description:
Patient was treated for femur fracture and had a 4.5 mm curved broad plate implanted. Plate was noted as broken and revision surgery was completed replacing with total hip device.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.